Event description:
It was reported that the user experienced persistent restart alerts and was unable to proceed during pump setup when attempting to rewind on a replacement ilet, while using a dexcom g7 code obtained from the prior device; the event is characterized as a mechanical problem of the pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the pump. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint could not be duplicated or confirmed; multiple successful dry leadscrew runs were completed with no issues. Engineering logs did not indicate any alarms for motor stalls. No fault was found during troubleshoot testing.